Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was kinked with all wires broken. Lead segment is cut and wires are exposed. Lead fails continuity testing. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of an ipg, percutaneous leads and lead extensions on (B)(6) 2007. It was reported that the pt lost stimulation. The physician explanted the lead and it was reported that the lead had broken. The lead was replaced with another percutaneous lead. The explanted lead was returned to ans for eval. F/u on the patient found no further issues reported.